Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the wireless transceiver's power supply, clearing the error logs, and resetting the system server. Communication was reestablished. System was tested to factory's specs.

Event description:
Customer reported an issue with the panoramic central station, which may have affected telemetry monitoring. No pt injury was reported.